Manufacturer narrative:
Product complaint #: (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The embolic coil was noted to being stretched and kinked, meeting regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, during a coil embolization for bae, a 1.5mm x 4cm galaxy g3 mini coil (glm915040, l13976) was used but it got stuck in a concomitant microcatheter (veloute ultra, asahi intecc). No continuous flush was maintained but catheter was flushed. The complaint coil was replaced with a competitor¿s coil and the procedure was completed. There was no patient injury reported. The customer states there is no additional information available. Based on the device analysis, the embolic coil was stretched and kinked. A non-sterile unit galaxy g3 mini 1.5mm x 4cm was received inside of a pouch. The hub was inspected, and no damages was noted on it. The dpu was inspected and it was found in good normal condition. Also, the marker band was found at 39.3 cm from hub, which is within specification. The re-sheathing tool was inspected, and it was found in good normal conditions. The introducer was inspected, and it was found in good normal conditions. The v-notch was inspected under microscope and it was found in good normal conditions. The rh and the articulation joint could not be evaluated since it was stuck inside the green part from introducer, and it cannot possible to clearly appreciate the conditions of them. Due the stuck condition inside of the green part of the introducer, the embolic coil was inspected under x-ray in order to appreciate if there is any damage, during the x-ray was observed that the coil has a stretch and kinked condition. The functional analysis could not be performed due to the rh, articulation joint and embolic coil were found stuck through the introducer, this may have been related with the kinked and stretch condition noted on the embolic coil. A manufacturing record evaluation was performed for the finished device l13976 number, and no non-conformances related to the reported complaint condition were identified. The complaint reported by the customer ¿detachable coil delivery system (dcs) - impeded in microcatheter with no loss of cerebral target position¿ was confirmed due to the rh, articulation joint and embolic coil were found stuck through the introducer, this may have been related with the kinked and stretch condition noted on the embolic coil. However, could not be determinate the exact time when its (kinked and stretch condition) was occurred, since the device was used during the procedure. The kinked/stretch condition observed on the embolic coil may have be related with the costumer complaint and may have appeared to have been caused by excessive force and handling being applied to the device however none of those can be conclusively determined. The stuck in a concomitant microcatheter (veloute ultra, asahi intecc) reported in the event description could be related to that no continuous flush was maintained during the procedure, however this cannot be conclusively determined. Neither the analysis nor the mre suggest that the failure reported by the costumer could be related to the manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the information provided. It is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size and vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by a healthcare professional, during a coil embolization for bae, a 1.5mm x 4cm galaxy g3 mini coil (glm915040, l13976) was used but it got stuck in a concomitant microcatheter (veloute ultra, asahi intecc). No continuous flush was maintained but catheter was flushed. The complaint coil was replaced with a competitor¿s coil and the procedure was completed. There was no patient injury reported. The customer states there is no additional information available. Based on the device analysis, the embolic coil was stretched and kinked.